Event description:
Study paperwork was received reporting that a vns patient had a chronic infection of the wound at the generator site and had it removed. Date of event (B)(6) 2002, explant date was (B)(6) 2005. The event was reported to be related to vns implantation. The patient was prescribed medications after their explant and the event resolved. No further information has been attained at this time after good faith attempts have been made.